Event description:
It was reported to philips healthcare that during testing it was noted the heartstart mrx etco2 readings were inaccurate.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.